Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was intermittently experiencing difficulty managing blood glucose (bg) levels (300-400 mg/dl) while using the pump. Customer alleged that the pump required twice the amount of insulin normally used to correct for bg levels and carbohydrates. Customer reported being unsure if the pump or cartridge were working and is no longer using the pump. Reportedly, customer used the same infusion set with a different pump and bg levels came down. Customer addressed elevated bg levels using another pump. Multiple attempts were made by tandem technical support to troubleshoot; however, customer declined all troubleshooting. No additional information was provided.